Event description:
Patient was having a laparoscopic cholecystectomy, a 5mm ligamax was being used during procedure and the instrument started to jam. A new ligamax was obtained to complete procedure without incident.device #1is this a laboratory device or laboratory test?no.